Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. Worried that it is entering the patient.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: when flushing the chimney the injection membrane sluggish to flush. After a while easily. Then blood backs out of the valve and the bleeding cannot be stopped. Worried that it is entering the patient.